Manufacturer narrative:
Concomitant: 5076-45 lead implanted: (B)(6) 2002.

Event description:
It was reported that the patient received inappropriate shocks due to a fractured right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.